Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor. The customer's blood glucose level was reported to be 228.6mg/dl. The customer states the device was alerting sensor reading value not available. It was reported that the sensor gave the customer a false reading and suspended the pump. Troubleshoot as conducted, the customer is reported to be sent replacement sensors and returning old ones.